Event description:
Customer reported the left monitor blanked out after approximately 20 minutes of use. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the monitor 12 v power supply. System operates as intended.